Event description:
Packaging issue: it was reported that prior to an unknown procedure, the sterility package was damaged. There was no reported patient consequence and procedure was finished with same like product.